Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell in a parking lot in (B)(6) 2019. Since then, they have had pain and trouble walking and their waist is sore at the area of the implant. The patient was having problems with their back (pain in their back) and the stimulation was not hitting them in the legs. This had been occurring since the fall. Additionally, the patient mentioned that they had gone into the (B)(6) store on (B)(6) 2019 and his stimulation got very strong. He had to use the patient programmer to turn it down. The patient was unsure if this was related to electromagnetic interference. There were no further complications reported.